Event description:
It was reported that while in the cath lab, the md inserted the sheath into the right femoral artery. The intra-aortic balloon (iab) was zeroed. The md "struggled to remove the iab out of the package." The iab was "stuck in the package and therefore, the md forcefully removed it and did the insertion." After connecting the iab to the pump (iap-0500 (B)(4)), "the md could not get any arterial pressure waveforms from the pump." The light bulb turned green. The md then "removed the iab and used another fiberoptix sensor (fos) iab which worked well." There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.